Manufacturer narrative:
Section h10: mitek legal statement. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. D4: the lot/serial number and expiration date are currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for evaluation. Visual inspection of the returned photos found that the tray has a stain of biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the graft prep sys tray *ea would have contributed to the complained device issue. ¿ based on the investigation findings, a potential cause can be traced to procedural variables before/during cleaning/sterilization process of the instruments that are placed inside the tray. As per instructions for use (IFU); clean instruments as soon as possible after use. If cleaning must be delayed, wet the instruments in a compatible liquid solution to prevent drying and encrustation of surgical soil. Remove excessive soil with a disposable wipe. Prior to sterilization, instruments should be cleaned by either automated or manual. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that prior to an anterior cruciate ligament (acl) repair procedure, it was observed that there were blood stains on the graft prep sys tray set. This event did not occur during surgery. There were no adverse consequences to the patient. No additional information could be provided.